Manufacturer narrative:
(B)(4).

Event description:
The patient reported a loss or change of therapy as of (B)(6) 2016. She was not feeling stimulation, even though the therapy was on. She was having bowel leakage and asked if the leakage could be caused by something she ate. The patient was assisted with using the programmer and it showed therapy was on program 3 at 1.0 volts. The patient's indications for use were gastrointestinal/pelvic floor. The cause of the loss of stimulation and leakage and what was done to intervene was not reported, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received via the consumer reported the patient had to meet with a nurse/doctor at the doctor's office to adjust the device for the issue of not being able to feel stimulation and bowel leakage. This resolved the patient's inability to feel stimulation and bowel leakage.